Event description:
It was reported that the device was not allowing prime, downstream occlusion alarm when there was not occlusion in the line. There was no reported patient involvement.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. E1 phone number: (B)(6). One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device downstream occlusion seal, which was determined to be damaged. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso seal was replaced and the device passed all testing.